Event description:
The customer reported of the generation of erroneous ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), and h standard stability error on their dxc 700 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for seven (7) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as defective buffer valves. The fse replaced the buffer valves to resolve the issue. The beckman coulter internal identifier is (B)(4).